Manufacturer narrative:
One used device was received on (B)(4) 2013 and evaluated. The device passed tested. No leakage was noted. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified volume of normal saline, via gravity. After an unspecified length of time, the pre-pierced y-site of the tubing set was accessed with an unspecified blunt cannula to deliver an unspecified medication, via IV push. The customer contact reported that "it was difficult to access it" and excessive force was required to access the pre-pierced y-site with the blunt cannula. It was reported that after the medication was delivered via IV push, the blunt cannula was removed from the pre-pierced y-site. At this time, an unspecified volume of solution leaked from the pre-pierced y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical intervention were required. Though requested, no additional information was provided.